Event description:
It was reported that the patient experienced pressure pain at the ipg, implantable pulse generator, site. The patient was admitted to the hospital and the following day the patient underwent a procedure in which the ipg was repositioned. The event was resolved the day after the revision procedure and the patient was discharged. The event was assessed as being related to the surgical procedure and not related to the device.